Manufacturer narrative:
The device was returned for evaluation. The returned device was given 3 separate delivery tests: this showed the device within specifications. The reported issue could not be confirmed. No functional problems were identified during investigation.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by -12.6. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation results: a cadd-solis vip pump was returned for investigation. The keypads and labels on the device were intact and no physical damage was observed on the device. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by -12.6. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported. It was further reported that the product problem occured during testing.